Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided.

Event description:
It was reported that the primary infusion line was attached to the patient. While the nurse was in the midst of setting up the secondary infusion set, the nurse spiked the IV bag and was trying to connect the secondary line to the primary line when it was noticed that the secondary tubing set had separated and leaked from the drip chamber. The IV fluid that leaked was most likely an antibiotic medication as this event occurred in the pre-op area. The customer stated that there was no harm caused to the patient from this event.

Manufacturer narrative:
The customer¿s complaint that the secondary tubing separated and leaked from the drip chamber was confirmed. Visual inspection observed that the tubing was completely separated from the drip chamber. Visual inspection under microscope noted that both sides of the tubing had insufficient solvent applied at the engagement during manufacturing process. Dimensional analysis was performed; the tubing measured within specification. The root cause that the tubing separated and leaked was a manufacturing issue of insufficient solvent being applied at the junction of the tubing.

Event description:
It was reported that the secondary set separated and leaked from the drip chamber while infusing an antibiotic in the pre-op area. The nurse was attempting to connect the secondary line to the primary line when the separation was noticed. The customer stated that there was no harm caused to the patient from this event.